Event description:
The customer reported that while pipetting on hbc microwell plate on summit, the tech noticed that wells b2 through g2, along with wells in row h had low sample/low reagent. No error was generated. No death or serious injury was associated with this incident.